Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the nozzle ruptured causing the iol to become stuck in the patient's wound. The healthcare facility has confirmed that the iol was successfully implanted without any injury to the patient; however, has voiced concerns that the nozzle rupture could potentially result in damage to the eye. There are many factors that may influence lens delivery and could cause or contribute to nozzle splits during use. From previous investigations, we are aware of the following possible causes (non-exhaustive list): if part of the optic edge/haptic is trapped in the injector mechanism this can prevent clean passage through the nozzle, leading to pressure build-up and potentially nozzle splitting as can forcing a blocked injector. We are aware from previous investigations that removal of the injector from the blister tray prior to ovd insertion/flap closure can increase the likelihood of the lens getting trapped (as it can affect the position of the lens within the rotating cartridge), insufficient quantity/quality of ovd, not using ovd and more rarely irregular coating of the nozzle (which can itself be an artefact of the lens getting trapped and the force required to free the lens) and out of spec wall thickness nozzle components. Rayner has stringent quality processes in place throughout its manufacturing process. In addition to the multi-stage 100% inspection performed throughout our manufacturing process, one sample product from every batch is removed for qa batch control testing. This includes injection testing whereby injection performance, lens orientation and injector/lens condition post-injection is evaluated prior to the batch being released for distribution. The records show that this check was performed successfully without incident for the subject rayone spheric rao100c batch. The device was returned dehydrated in the outer blister tray. Product return inspection was carried out on (B)(6) 2023. Preliminary inspection of the returned injector showed that the plunger was fully retracted, the flaps were partly open, the nozzle was split down shaft of the nozzle, evidence of ovd was observed in chamber, no lens was returned. To facilitate further inspection, the injector was disassembled. The plunger tip was observed to be very bent. Due to the damaged nature in which the device was returned, it has not been possible to perform any product testing in this case. While the nozzle split is most likely due to a build-up of pressure, from the limited product return inspection we were able to perform, it is not possible to establish the root cause of the nozzle splitting during use in this case. The root cause of the nozzle splitting during use cannot be determined from the limited evidence and information available. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 013207529.

Event description:
On (B)(6) 2023, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that during iol implantation the nozzle ruptured causing the iol to become stuck in the patient's wound. The iol was successfully implanted.

Event description:
On 30th june 2023, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that during iol implantation the nozzle ruptured causing the iol to become stuck in the patient's wound. The iol was successfully implanted.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the nozzle ruptured causing the iol to become stuck in the patient's wound. The healthcare facility has confirmed that the iol was successfully implanted without any injury to the patient; however, has voiced concerns that the nozzle rupture could potentially result in damage to the eye. The device has not been returned to rayner. There are many factors that may influence lens delivery and could cause or contribute to nozzle splits during use. From previous investigations, we are aware of the following possible causes (non-exhaustive list): if part of the optic edge/haptic is trapped in the injector mechanism this can prevent clean passage through the nozzle, leading to pressure build-up and potentially nozzle splitting as can forcing a blocked injector. We are aware from previous investigations that removal of the injector from the blister tray prior to ovd insertion/flap closure can increase the likelihood of the lens getting trapped (as it can affect the position of the lens within the rotating cartridge). Insufficient quantity/quality of ovd, not using ovd and more rarely irregular coating of the nozzle (which can itself be an artefact of the lens getting trapped and the force required to free the lens) and out of spec wall thickness nozzle components. Rayner has stringent quality processes in place throughout its manufacturing process. In addition to the multi-stage 100% inspection performed throughout our manufacturing process, one sample product from every batch is removed for qa batch control testing. This includes injection testing whereby injection performance, lens orientation and injector/lens condition post-injection is evaluated prior to the batch being released for distribution. The records show that this check was performed successfully without incident for the subject rayone spheric rao100c batch. The root cause of the nozzle splitting during use cannot be determined from the limited evidence and information available. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 013207529.